Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 7 fr 45 cm destination sheath was received for product evaluation. The sheath was mated with the dilator when received. Blood like substances were noted on the sheath hub and right below. The sheath was subjected to visual analysis and damage was observed on the tip of the sheath. Microscopic analysis confirmed that the sheath tip was damaged in a fashion where there were folds, and a bulge on the tip of the sheath. The outer diameter of the sheath was measured to be 0.1221" which is within specification. The inner diameter of the sheath tip was 0.099". The dilator was subjected to visual analysis and no damage was noted to the dilator. The complaint can be confirmed for sheath tip mechanical damage. Based on the damage observed, it is likely that the damage on the sheath tip can be attributed to difficulties at the point of insertion that propagated various forces that deformed the tip of the sheath. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that destination slender sheath would not advance over the wire in the patient. The issue occurred at the area where the dilator transitions to the sheath. Another sheath was opened, and no issues occurred. The patient was in stable condition. The procedure outcome was excellent. Estimated blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. Additional information was received on 06april2021: the dilator was in the sheath when the sheath would not advance over the wire. The procedure was a peripheral intervention and the ansel sheath was a cook product.